Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breasts. The area was described as red skin. The patient's doctor recommended a cream to treat the irritation. The final medical outcome is unknown.